Event description:
It was reported that the patient was dependent on the device for normal function. It was reported that the patient went into ventricular tachycardia (vt) in the monitor zone. The vt progressed to slow ventricular fibrillation (vf) and degenerated into a fine vf. The under sensing of the fine vf potentially led to a lack of defibrillation therapy delivered by the implantable cardioverter defibrillator (ICD). The patient was subsequently found to have passed away.

Manufacturer narrative:
The reported events of under-sensing and no high voltage (hv) output were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Visual inspection of header and connectors revealed the atrial and left ventricular setscrew missing. Device history record indicated all manufacturing and inspections passed prior to device distribution. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.